Event description:
It was reported the lead was delivering inappropriate therapy due to oversensing. The impedances had been increasing over the previous couple weeks, and there had been a gradual reduction in sensing of r waves. Further alleged that there was a lead fracture and that the patient "experienced inappropriate and/or excessive shocking". The lead was capped and replaced. It was noted that the helix would not retract. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.